Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the sensors and during the call she mentions having low blood glucose of 43 mg/dl, treated with food and it went up to 300 mg/dl. The last blood glucose was 162 mg/dl. Troubleshooting was performed and it was noted the customer was wearing expired sensors. Customer is not returning the sensor for analysis.